Event description:
A report was received that the patient had a severe pocket site pain in which the physician believed it to be procedure related. The physician prescribed the patient with lidoderm patches and advised cold compress on the site.

Event description:
A report was received that the patient had a severe pocket site pain. The physician prescribed the patient with lidoderm patches and advised cold compress on the site.